Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total laparoscopic hysterectomy, when sewing the cuff, the 1st two suture broke, a third sutures was used to complete the case.